Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of surgeon. Dr noted scratch on center of iol on day 1 post op. She didn't see scratch on the day of surgery.